Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis determined that the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported some exams wouldn't load on the navigation system, but others would. No patient was present. Additional information was received on 2019-06-20 stating that troubleshooting involved burning the images to a disc to download which did not work, the images were also downloaded to another navigation system at the facility both by disc & pacs which neither worked. The scan was never able to be downloaded &used. It is believed that the issue was not with the navigation system but with the scan itself since all other scans from the testing were able to download & be used for the case.